Event description:
It was reported that approx. 1 month after the implantation, during a follow-up, poor capture was noted. The physician decided to replace the lead. During the procedure this lead showed efficient capture, but it was exchanged.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage occurred due to mechanical forces applied during the surgery. Further inspection demonstrated approx. 23 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. In this region the lead body was found squeezed and the inner conductor coil was deformed. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in the insulation were observed which resulted most likely from the explant procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.